Event description:
The customer contact reported a leak of an unspecified chemotherapeutic agent. After un unspecified length of time in use, the tubing set leaked from an unspecified "connection site". The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.